Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt was unable to complete testing as it would not communicate with a test monitor. Upon evaluation, the solder joint at the j702 connector was not properly formed. The cause of the code 204 and incoming test failure is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the improper solder joint. The root cause of the improper solder joint cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.